Event description:
Item# mask anesth sm chd 5230. Suppliers: (B)(4). Lot#: 0004313771 item issue: mask would not dislodge from the bag easily like in prior usage of this item before. Reported date: 07/30/2025 qty found: (B)(4) as of right now this is being monitored for anymore. Reference reports: mw5174126, mw5174127, mw5174128, mw5174129.